Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant was removed from tooth site 13 due to infection.